Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had second occurrence of pump error. The customer experienced low blood glucose level of 55 mg/dl. The customer stated that the insulin pump did not alert on low blood glucose levels. The insulin pump also had change sensor alert and sensor updating alert. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on keypad assembly.